Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was in hospital for unrelated endocarditis, chest x-ray revealed that the right atrial (ra) lead was dislodged into the right ventricle (rv). The ra lead was capturing the rv. The plan is to explant the whole system. Procedure date is not scheduled yet. Patient was stable.

Event description:
New information received notes that the system was explanted successfully. Patient remained on antibiotics for infection treatment. Patient was stable and doesn't want to be re-implanted with new system.